Manufacturer narrative:
(B)(6) hospital. Phone number: (B)(6).

Event description:
Philips received a complaint on the dfm100 indicating that the device could not use after charging the battery, and there was no battery error indicated. Device was not in clinical use at the time of event. There was no patient involvement at the time the issue was discovered. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to a battery failure. The root cause of the battery failure was unable to determine. Customer replaced the battery to solve the issue, and the product is back in service. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.